Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Visual examination of the returned product identified signs of use and confirming that the tip is fractured, not all pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Optical images of the device fracture surface exhibit two angular planes indicating a two step fracture, and both fracture planes show river line artifacts suggesting that the device possibly fractured due to bending overload with a torsional stress component. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, the hex driver became worn out and was found to be fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Another driver was used to complete the procedure without further incident. All available information has been provided.